Event description:
An angio-seal device was deployed. The pt initially had pain at the site (which resolved). Pt developed enlarged lymph nodes in the groin area as seen on ultrasound. There were no other signs or symptoms. The physician prescribed anti-inflammatory, antibiotic, and steroid medication. Reportedly the pt recovered and there were no sequalae.